Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6f device. The pt received reopro during the procedure and an "act" was recorded at 400. Sometime following the procedure, the pt was noted to have a retroperitoneal bleed. The bleeding resolved after 2 units of rbc's were administered. Surgical intervention was not required. Review of the angiogram revealed that the puncture was believed to have been a side wall stick. The pt was discharged on august 20, 2000.